Event description:
It was reported that the irrigation sleeves appeared to be melted upon initial priming of the tubing and tip during preparation for use in a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the irrigation sleeves appeared to be melted upon initial priming of the tubing and tip during preparation for use in a procedure. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
The reported event a melted tip sleeve was confirmed through visual inspection. Based on a review of the device instructions for use, lack of irrigation to the tip may cause or contribute to heat resulting in a melted tip, this was confirmed by the customer. Melting of the tip may also occur due to side load being placed on the tip cover causing tip to tip cover contact to occur; which was found on the tip covers. The device was scrapped at the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.